Event description:
It was reported that during a surgical procedure, the screw in the middle of the device fell onto the magnetic surgical pad in the surgical site and was retrieved from the magnet. It was reported that once the screw was retrieved, the procedure was successfully completed with a backup device, without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation of the returned device, the guidestop screw had pulled out of the guidestop. Potential causes for the guidestop screw falling out include damage or wear of the guidestop, the tips being forced apart, and the effects of use over time. The device is not a repairable item and will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure, the screw in the middle of the device fell onto the magnetic surgical pad in the surgical site and was retrieved from the magnet. It was reported that once the screw was retrieved, the procedure was successfully completed with a backup device, without a clinically significant delay. No adverse consequences or medical intervention were reported.